Event description:
It was reported that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 23.9 mmol/l which was treated with bolus. Customer alleging possible pump under delivery during troubleshooting for no delivery alarm. Customer declined to troubleshoot for high blood glucose. The insulin pump will be replaced, and customer agreed to return the product for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.